Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an allergic reaction that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient experienced a large, red and itchy irritation with clear fluid underneath, located on the buttocks. On (B)(6) 2015 the patient was taken to the dermatologist and was prescribed mometasone furoate cream to be applied after sensor removal and nurse practitioner suggested the use of hydrocortisone cream prior to sensor insertion. It was further reported that the dermatologist was running a three-part test on the patient. At the time of contact, no event information was provided.

Manufacturer narrative:
(B)(4). The g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).